Event description:
It was reported by the pt's legal counsel that the pt received a left tka on (B)(6) 2009. The pt is currently complaining of pain, but at this time no revision has been performed or is planned.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be update.